Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that during a procedure electrode 2 was out of range. The health care provider (hcp) re-engaged the lead into the implantable neurostimulator (ins) header several times but the issue did not resolve. The contributing factors were unknown. No additional actions were taken to address this and there was not a surgical intervention planned to address this. No further complications were reported.